Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d4 (UDI), e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was unseated from the cart. The fse reseated the unit and the batteries began to charge. The fse found that the latch does not retract properly to lock unit. The fse replaced the latch and the unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has battery issues. There was a patient involved, but no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has battery issues. There was no harm reported.